Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead. (B)(4). Added due to manufacturer information that device was implanted past expiration date. The initial MDR was filed as MFR report # 3007566237-2015-03061. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: neu_unknown_lead. (B)(4).

Event description:
The patient reported that the battery would not charge past half full and having to charge too frequently. The battery will deplete to a quarter left, then the patient will recharge for 1-2 hours because any longer it would not do anything. The patient could not get the ins to charge past half way. Patient symptoms included being in a lot of pain. Follow-up is being conducted to determine any steps taken to resolve the issue. If received, a supplemental report will be submitted. Indication for use includes spinal pain.